Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00106 and 1058196-2011-00107. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During stenting of 7x4.5 wide necked aneurysm, the enterprise stent could not be pushed out the distal tip of the prowler select plus microcatheter. The physician tried to reposition stent several times but that would not resolve the issue, even on the back table after removal, the physician was unable to advance the stent out of the microcatheter. As a result the physician removed the entire system and another enterprise 4.5x22 stent was utilized with secondary prowler select plus microcatheter. Subsequently, 15 micro coils were placed and aneurysm, and was completely obliterated. A constant and dedicated saline source was utilized at all times during the procedure, and during insertion, no resistance/friction occurred between the microcatheter and delivery system. During positioning, the microcatheter was not placed at an acute angle or within a small branch (placed out the a1 branch). The microcatheter was not re-shaped. During insertion, there was no difficulty inserting the stent in the hub. The introducer, delivery system or stent, were not damaged during insertion. The target site was a sidewall (ica) internal carotid artery at the pcom with a neck that measure 4.5mm. One non sterile enterprise vascular delivery system was received coiled inside of a plastic bag along with a microcatheter prowler select plus. The delivery wire and stent were inserted in the microcatheter. The introducer tube was separated to the device; at the naked eye introducer tube presented no visual damage. The microcatheter presented compressed sections at 2.5cm, 4.8cm, 8.4cm, 12.5cm and 15.3cm from distal end. The stent was found protruding 1 mm from distal tip. The distal area of the microcatheter was inspected under a light optical microscope and no anomalies were found besides of the damage observed during visual analysis. After to remove the enterprise to the microcatheter, the delivery wire and the stent were observed under microscope; stretched conditions were noted on the delivery wire at 8.8 and 9.2 cm from distal end. The stent presented no visual anomalies. The functional analysis was attempted to perform as received the devices, but it was no possible since the enterprise could not be advance in any direction into the microcatheter, therefore the pieces still assembled was cleaned in the ultrasonic cleaner. After to clean the device, another try was performed to advance the enterprise into the microcatheter; the stent could be deployed partially, but due to the damages the delivery wire and dry blood residues, it could not advance more; therefore the stent was removed manually. The delivery wire (without stent) was introduced/removed to the microcatheter some times and no difficulty was felt during the test. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01423127. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by customer as "delivery wire - impeded in microcatheter" was confirmed due the received condition of the device; the exact cause of this event as well as the damage observe on the delivery wire not be conclusively determined, however the analysis suggest that procedurals/handling factors may have contributed to these events. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00106 and 1058196-2011-00107. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During treatment of a sidewall internal carotid artery aneurysm at the posterior communicating artery the 22mm enterprise stent could not be pushed out the distal tip of the prowler select plus microcatheter. Attempt to reposition the stent several times did not resolve the issue. The entire system was removed from the patient. After removal from the patient, the stent was unable to be advanced out of the microcatheter. Another enterprise 4.5x22 stent was utilized with another prowler select plus and subsequently 15 micro-coils were placed with complete obliteration of the 7x4.5 aneurysm which had a 4.5mm neck. The microcatheter was not reshaped. A constant and dedicated saline source was utilized at all times during the procedure. The microcatheter was not at an acute angle or within a small branch. The distal tip was initially placed in the a1 branch. There was no difficulty inserting the stent into the hub of the microcatheter. There was no resistance/friction between the microcatheter and delivery system prior to the event. One non sterile enterprise vascular delivery system was received coiled inside of a plastic bag along with a prowler select plus microcatheter. As received, the delivery wire and stent were inserted in the microcatheter. The introducer tube was received separate from the delivery system and presented no damages with visual inspection. The microcatheter presented with compressed sections at 2.5cm, 4.8cm, 8.4cm, 12.5cm and 15.3cm from distal end. The stent was found protruding 1 mm from distal tip. The distal area of the microcatheter was inspected under a light optical microscope and no anomalies were found besides of the damage observed during visual analysis. With attempted functional analysis, the enterprise could not be advanced in any direction within the microcatheter. Therefore, the pieces still assembled as received were cleaned in the ultrasonic cleaner. After cleaning, with further attempt to advance the enterprise within the microcatheter, the stent could be deployed partially, but due to the stretched condition of the coil tip and dry blood residues, it could not advance more; therefore the stent was removed manually. The delivery wire (without stent) was introduced/removed from the microcatheter several times and no difficulty was felt during the test. Additionally a lab sample enterprise vrd system was introduced in to the returned prowler select plus microcatheter and resistance was experienced when the stent encountered the compressed section of the microcatheter. After removal of the enterprise from the microcatheter, the delivery wire and the stent were observed under microscope; stretched conditions were noted on the delivery wire at 8.8 and 9.2 cm from distal end. The stent presented no visual anomalies. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 01423127. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to advance the enterprise vrd out of the distal end of the prowler select plus microcatheter was confirmed with functional testing of the returned device. The exact cause of this event as well as the damages observe on the delivery wire not be conclusively determined, however the analysis suggest that procedural/handling factors including possible inadequate flush and compressions in the microcatheter may have contributed to these events. The devices did not present any indication of manufacturing defect or anomaly contributing to the event as reported. Neither the product analysis of the enterprise, the prowler select plus nor the DHR reviews suggests a relationship to the manufacturing process of either device. Therefore, no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00106 and 1058196-2011-00107.

Event description:
During stenting of 7x4.5 wide necked aneurysm, enterprise stent could not be pushed out the distal tip of the prowler select plus microcatheter. Physician tried to reposition stent several times but that would not resolve the issue. Even on the back table after removal, the physician was unable to advance the stent out of the microcatheter. As a result the physician removed the entire system and opened/used another prowler select/enterprise. Enterprise vrd and delivery.